Event description:
It was reported via phone call that the customer noticed the sensor cannulas breaking off. Customer stated that they were unable to insert the sensor. Advised customer that the box of sensors wasted will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.